Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer's mother reported a motor error alarm on the insulin pump. The blood glucose reading was 202 mg/dl. She stated that the battery went out and that all of the settings were erased. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was unable to rewind the insulin pump. Nothing further was reported.